Event description:
It was reported that sometime post chronic catheter placement procedure, the device allegedly had a crack. It was further reported that blood allegedly started dripping out of the crack while flushing. Reportedly, the device was repaired using a repair kit. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one s/l hickman catheter was received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A break was noted on the clamping sleeve, proximal to the luer. Upon infusion, a leak was observed from the break located on the clamping sleeve while water exited the distal end of the catheter. Therefore the investigation is confirmed for the reported fracture and fluid leak issues. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 05/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2024). Device pending return.

Event description:
It was reported that during a chronic catheter placement procedure, the device allegedly had a crack. It was further reported that blood allegedly started dripping out of the crack. Reportedly, the device was repaired using a repair kit. There was no reported patient injury.